Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and was hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 20 to 30 mg/dl at the time of the incident. The customer was at 132 mg/dl at the time of the call. The customer was given glucagon and probably intravenous fluids and orange juice to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer disconnected the call. The customer believes the insulin pump delivers insulin even when the reservoir is empty. The customer also goes to sleep and wakes up with 300 mg/dl blood glucose levels. The insulin pump will not be returned for analysis.